Manufacturer narrative:
The device was returned for analysis. The reported activation failure/ deployment difficulty was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the 90% stenosed, mildly tortuous, and mildly calcified anatomy and/or manipulation of the device resulting in the noted damages (kinked inner member, multiple distal sheath kinks/wrinkles, multiple stabilizer material bends) resulted in causing restriction to the distal shaft lumens preventing movement of the shaft lumens thus resulting in the reported activation/deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported activation/deployment failure cannot be determined. The noted damages (separated handle, separated/stretched/flared/bent stent struts, inner member tear) occurred during intentional manipulation of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks. H6: investigation findings code 213 removed. H6: investigation conclusions code 4315 removed.

Event description:
On may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and mildly calcified lesion in the internal carotid artery. An 8.0x120mm absolute pro self-expanding stent was being deployed; however, the stent only deployed halfway. The stent delivery system and stent were removed through the sheath without issues. The procedure was successfully completed with a new 8.0x120mm absolute pro stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.